Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A caller reported that the adc device would not power on with button press. The customer was therefore unable to obtain glucose results and experienced a loss of consciousness due to hypoglycemia. No further details were able to be provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device would not power on with button press. The customer was therefore unable to obtain glucose results and experienced a loss of consciousness due to hypoglycemia. No further details were able to be provided. There was no report of death or permanent impairment associated with this event.